Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with an umbilical vessel catheter. The customer reports, "when discontinuing the catheter, and removing the tape, the catheter tore on one side, causing the patient to bleed out. The pt needed a blood transfusion."